Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the small grasping retractor was found to have a torn wire. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was successfully completed with no patient harm, adverse outcome, or injury and with no delays and no fragment fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis

Event description:
Refer to h11 for follow-up information.